Event description:
It was reported that the lead exhibited less than 200 ohms impedance in both unipolar and bipolar. The patient experienced diaphragmatic stimulation in unipolar. The p waves had been losing signal strength, diminis hing from 4 mv to 1 mv over the lifetime of the device. It was also noted that the thresholds had been rising steadily, from 1 v to 4 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.